Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged multiple bottles are flag as false positive. Lab personnel performed confirmatory testing. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: customer reports increase in false positives - multiple bottle types across all three instruments. Issue does not seem to be instrument or drawer specific, multiple bottle types, occasionally multiple at the same time. Bottles are stored room temp prior to collection, transported to the lab and loaded on the instrument in less than 2 hours. P1 = no for both q1, q2. Must check ¿customer is down¿ box in wo. P2 = no for either q1, q2. P3 = yes for both q1, q2.

Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed because there was no problem identified with the equipment and the issue was not reproducible. The root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged multiple bottles are flag as false positive. Lab personnel performed confirmatory testing. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: customer reports increase in false positives - multiple bottle types across all three instruments. Issue does not seem to be instrument or drawer specific, multiple bottle types, occasionally multiple at the same time. Bottles are stored room temp prior to collection, transported to the lab and loaded on the instrument in less than 2 hours. ¿ p1 = no for both q1, q2 ¿ must check ¿customer is down¿ box in wo ¿ p2 = no for either q1, q2 ¿ p3 = yes for both q1, q2

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.